Event description:
It was reported by the rep the device was used during a thoracostomy for a lung biopsy. It was reported the trocar shattered upon insertion in the chest wall. All pieces were recovered. Another trocar was used to complete the case. There was no consequence to the pt.